Event description:
A customer reported experiencing cgm error 42 with their pump, leading to a disruption in their sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and guided the customer through the reset process, after which the error code did not reappear. The customer was able to successfully restart their sensor session.